Event description:
Ous MDR. A dislodgement was reported after an implantation time of about 2 months. The lead was explanted.

Manufacturer narrative:
Ous MDR. The mechanical properties of the lead were tested during the analysis. No deviations from the technical specifications were detected in regard to the mechanical properties of the lead. The fixation screw could be extended and retracted completely and within the necessary number of turns. The analysis was unable to find any manufacturing errors or material defects.